Event description:
A customer contacted beckman coulter (bec) to report a clenz (cleaner) leak of approximately 50ml from the vacuum trap of a coulter hmx hematology analyzer. The customer did not report any instrument generated error messages however the instrument was locked in 'diluting' mode when the leak was discovered. The operator was wearing personal protective equipment (ppe) consisting of gloves and a labcoat at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and observed fluid being pulled into the compressor (which is part of the pneumatic power supply assembly). The fse replaced the pneumatic assembly which resolved the leak. The fse set the pressures and vacuum readings to specifications. Service activity performed was verified to meet the specified requirements per established procedures. The cause of the leak is attributed to an overflow of the vacuum trap into the pneumatic power supply assembly. (B)(4).